Event description:
Event description guidant received information that when attempting to turn this implantable cardioverter defibrillator (ICD) off, the ICD could not be interrogated. The device was eventually interrogated using the select pg option. A fault message was then displayed stating a device malfunction had occurred. The device did emit tones with the application of a magnet.